Event description:
Caller reported receiving a minimum fill notification and attempted to load a new cartridge. Customer declined to provide information regarding whether their blood glucose level exceeded 500 mg/dl, but no adverse impact to the blood glucose level was reported. Caller received guidance from technical support to clean the pump and load a new cartridge, which resolved the issue.